Event description:
It was reported patient underwent a troch nail trauma implant approximately 6 months ago. Subsequently, patient was revised on (B)(6) 2013 due to fractured nail after patient fall. During the procedure to remove and replace the nail, the nail fractured on the proximal end. As a result, it was required to drill the nail to remove from patient.

Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient's weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the service life of the implant." The following sections could not be completed with the limited information provided. Date implanted - approximately 6 months prior. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.